Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers did not open. A technical support specialist unchecked the universal serial bus and retried the process to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medbank drawers did not open, preventing user from dispensing the required medication. There were no adverse events or injuries reported based on this event.